Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed as the part and lot information regarding the complaint device was not provided. Based on the information provided, a cause for the reported cerebrovascular accident, myocardial infarction, hemorrhage, and heart failure could not be determined. The reported patient effects of cerebrovascular accident, myocardial infarction, hemorrhage, and heart failure are listed in the mitraclip system instructions for use, and are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. Article: effects of atrial fibrillation and heart rate on percutaneous mitral valve repair with mitraclip: results from the transcatheter mitral valve interventions (trami) registry.

Event description:
This is filed to report stroke, myocardial infarction, bleeding and heart failure. It was reported through a research article that 760 patients underwent percutaneous edge-to-edge mitral valve repair for mitral valve regurgitation (mr) with a mitraclip device. The implanted mitraclip may have caused or contributed to stroke, myocardial infarction, bleeding, heart failure, rehospitalization and need of medication. Details are listed in the article, titled ¿effects of atrial fibrillation and heart rate on percutaneous mitral valve repair with mitraclip: results from the transcatheter mitral valve interventions (trami) registry.¿ no additional information was provided.